Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there were blockages. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that when you go to draw up the fluid, nothing is coming out like they're plugged. They have the issue with like every other needle, appear to be clogged/blocked. It has happened prior but not to this extent and the issues recently have occurred on (B)(6) 2023. No harm or adverse events, they will just change the needle before it gets to the patient. They are not sure how many occurrences but they think it has been at least 20. Customer would like to have some replacements sent to them of a different lot. Customer does have the samples for today to send in for evaluation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.